Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 left ventricular assist system, serial number (B)(6), revealed extrinsic outflow graft obstruction (eogo) and discoloration of the pump cable. A specific cause for these findings could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 5.0¿ from the pump header. Approximately 17.0¿ of the distal portion of the pump cable was returned. The modular cable was not returned. The sealed outflow graft was secured to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Approximately 3.0¿ of the outflow graft was returned with approximately 3.0" of the outflow graft bend relief properly engaged to the graft hardware. Examination of the lumens of the outflow graft revealed a longitudinal crease throughout the graft. Removal of the outflow graft bend relief revealed an accumulation of well-formed tissue within the crease, indicating that the crease had been present for an undetermined period of time during support. These findings appear to be consistent with eogo. A corrective and preventive action was initiated to further investigate eogo. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A and the heartmate 3 patient handbook, rev. C are currently available. The IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure and to stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length. The IFU and patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Furthermore, the IFU and patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an evaluation of heartmate 3 left ventricular assist device confirmed an extrinsic outflow graft obstruction and discoloration of the pump cable inline connector bend relief.